Event description:
At the end of the procedure, the angioseal was deployed into the right femoral artery. Femoral pulse initially present but was lost within minutes. Taken to operating room for removal of angioseal from groin. Tolerated procedure well.